Event description:
It was reported that difficulty removal occurred resulting to additional intervention. The target lesion was located in the proximal left anterior descending artery. A 4.50 x 12mm synergy xd drug-eluting stent was implanted for treatment, with the stent fully expanded. Afterward, the stent delivery system (sds) balloon was fully deflated, but the sds could not be retrieved. The sds was completely removed with retrieval devices. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable post-procedure.